Event description:
It was reported that crystalens (at50ao) was explanted approx ten weeks post implantation because the pt was experiencing severe glare and decreased ability to read. A different iol model was implanted, and the pt's prognosis is good.

Manufacturer narrative:
The lens has been returned to b&l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.